Event description:
On (B)(6) 2014, the reporter contacted animas, alleging several call service cs078 alarms within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed evidence of call service cs078 alarms. The pump was exercised during testing without cs078 alarms occurring. The pump was opened and corrosion damage was observed to a component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.